Event description:
It was reported that the patient had a hard time pumping their ambicor penile prosthesis. The patient wanted the device to be replaced with an inflatable penile prosthesis. The device was replaced with 18cm cylinders, pump, and 100ml reservoir. The patient had no further issues. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.